Event description:
Related manufacturer reference number: 3006705815-2022-00372. It was reported that, during the patient's drg revision (related manufacturer reference numbers: (B)(4)), the physician noticed that the patient's thoracic scs leads had migrated. As a result, the physician explanted and replaced the patient's thoracic leads as well. Reportedly, the patient stated the scs system was not providing effective therapy prior to the procedure. Surgical intervention resolved the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.  Date of event is estimated.